Event description:
(B)(4) received a medwatch report (B)(4) in regards to the incident, involving an oxygen extension tubing, a product imported and distributed by (B)(4). The enduser allegedly became tangled up in her tubing causing her to fall. She was found by the staff at the facility. She allegedly complained of severe pain and was unable to move. She was taken to the hospital where an x-ray was performed. The x-ray showed a sub acute fracture of the proximal femur of the left leg. (B)(4) has been reaching out to the healthcare facility for product information to further investigate the complaint, however, this information is still not available at this time. Therefore we are unable to identify the manufacturer.